Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were seen. One side was further into the myometrium') and device expulsion ('essure coils were seen. One side was further into the myometrium') in an adult female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain and cramp in lower abdomen. Essure trailing coils: left right 3 right 3. Concurrent conditions included bleeding genital, fever, thrombosis, irregular periods, heavy periods, intramural leiomyoma of uterus, dysmenorrhea, leiomyoma nos, adenomyosis, chronic tonsillitis, uterine fibroid, obstructive sleep apnea syndrome, alopecia areata, stress incontinence, female, bloating, cramp legs, lower abdominal pain, abdominal pain, swelling nos, lower abdominal discomfort, back pain, menstrual disorder, dysfunctional uterine bleeding, nabothian cyst, urinary incontinence, stress incontinence and leiomyoma nos. Concomitant products included cefalexin (keflex), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain,"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyts") and uterine cyst ("other injury(ies) or complication (s) please describe: uterus cysts"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmennorhea, (cramping)") and was found to have neoplasm ("tumors"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, ovarian cyst, uterine cyst, dyspareunia and neoplasm outcome was unknown and the pelvic pain, alopecia, vulvovaginal pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, neoplasm, ovarian cyst, pelvic pain, uterine cyst and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for pain: dysmenorrhea, (cramping),pelvic / abdominal, back diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. As per mr-abnormal orientation and position of the left micro-insert with possible break of the insert between the proximal ends of the outer coil and the inner coil. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, ovarian cyst, hair loss. Lot number: 922608, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils were seen. One side was further into the myometrium') and device expulsion ('essure coils were seen. One side was further into the myometrium') in an adult female patient who had essure (batch no. 922608) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain and cramp in lower abdomen. Essure trailing coils: left right 3 right 3. Concurrent conditions included bleeding genital, fever, clot blood, irregular periods, heavy periods, intramural leiomyoma of uterus, dysmenorrhea, leiomyoma, adenomyosis, chronic tonsillitis, uterine fibroid, obstructive sleep apnea syndrome, alopecia areata, stress incontinence, female, bloating, cramp legs, lower abdominal pain, abdominal pain, swelling, lower abdominal discomfort, back pain, menstrual disorder, dysfunctional uterine bleeding, nabothian cyst, urinary incontinence, stress incontinence and leiomyoma nos. Concomitant products included cefalexin (keflex), hydrocodone bitartrate; paracetamol (vicodin), ibuprofen (motrin) and ketorolac tromethamine (toradol). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain,"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication (s) please describe: ovarian cyts") and uterine cyst ("other injury(ies) or complication (s) please describe: uterus cysts"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, ovarian cyst, uterine cyst and dyspareunia outcome was unknown and the pelvic pain, alopecia and vulvovaginal pain had resolved. The reporter considered alopecia, device expulsion, dyspareunia, embedded device, ovarian cyst, pelvic pain, uterine cyst and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: total bilateral occlusion. As per mr-abnormal orientation and position of the left micro-insert with possible break of the insert between the proximal ends of the outer coil and the inner coil.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, ovarian cyst, hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs& mr received reporter information, lot no was added. Case becomes incident injury nos replaced with new event added device embedded partial expulsion device, pelvic pain, ovarian cyst, uterine cyst, hair loss, dyspareunia (painful sexual intercourse), vaginal pain. Severity added pelvic pain vaginal pain. Outcome added pelvic pain vaginal pain, hair loss. Medical history, concomitant drugs and lab test was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.